Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The imagery provided by the site shows the delivery system inside the patient. The sheath liner has been delaminated and pulled proximally, while the delivery system is still present within the sheath. The nose tip of the delivery system is exposed outside of the sheath liner and the inserted guidewire is stretched. The devices were returned to edwards lifesciences for evaluation. During visual inspection it was observed the distal part of the delivery system is inserted into the sheath and the guidewire lumen is separated. The guidewire is inserted through nose tip and stretched. Balloon inflation wings are observed. Inflation balloon is inverted towards nose tip. Due to the nature of the complaint, no dimensional inspection or functional testing was able to be performed. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Lot history review revealed no other similar complaints. A review of complaint history on confirmed device complaints from august 2019 to july 2020 for the commander delivery system revealed other similar complaints, but no manufacturing non-conformances were identified. The IFU and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques: coda balloon, iliac occlusion balloon, reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be ready in every case. Consider vascular surgery. Surgeon should be in room at all times. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints for ¿delivery system ¿ withdrawal difficulty through sheath¿ was confirmed based on visual inspection of the returned device and provided imagery. Investigation of the complaint history, DHR, and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. A review of complaint history suggests that the patient and/or procedural factors as following can possibly contribute to the reported events: ¿ calcification in the patient anatomy can create challenging pathways for the delivery system to be withdrawn into the sheath. ¿ non-coaxial withdrawal of the delivery system into the sheath may lead to liner delamination and the reported events. ¿ residual volume left in the balloon may also contribute to increased forces during withdrawal due to the larger balloon profile. ¿ improper withdrawal techniques (such as not completely unflexing the delivery system) may have also contributed to the reported events. However, without further information, a definite root cause is unable to be determined at this time. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. In this case, the withdrawal difficulty is the likely cause for the iliac artery dissection. The complaint was confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, therefore, no corrective and preventative action nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
H10: this is one of two reports being submitted for this case. Please reference manufacturer report no. (B)(4) .

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post deployment of a 29mm sapien 3 valve, there was difficulty during the retrieval of the commander delivery system into the sheath and an iliac artery dissection occurred. There was low flow for 10 minutes and the patient went into hemorrhagic shock. An urgent laparotomy with both ilio femoral bypass and left colonic wound suture with laparostomy was performed. The patient was to be continued with resuscitative care.